Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had "green pull tab was not tightly secured and easily fall off why still in the packaging". This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.